Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the device loudspeaker was defective. The fse replaced the loudspeaker to resolve the issue. After the replacement of the speaker the device was operational to its specifications. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Event description:
It was reported the intellivue mp5 loudspeaker had no sound. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.